Event description:
Paramedics responded to a pt who had collapsed during physical training. The device was connected to the patient with disposable defibrillation/ECG electrodes but, according to the reporter, the device alarmed connect electrodes and could not provide therapy. The patient was not resuscitated. The reporter stated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on two statements of fact, that 10 - 15 minutes passed before the ambulance was located and that no CPR was performed during that time.